Event description:
It was reported that this lead was explanted due to breakage. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed 15 and 21.5 cm distal to the is-1 connector pin that the insulation was found abraded through and the conductor cables leading to the ring electrodes fractured. These damages are assumed to be the root cause of the reported clinical observation. Based on the characteristics, as well as the location of these damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.